Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear liquid leak underneath the coulter lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the source of the leak to be the tubing going through pinch valve (vl) 40. The fse replaced the tubing. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).